Manufacturer narrative:
Due to character limit in the e1 section event site name, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had failed leak test during routine inspection. There was no patient involvement and no injury.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: g4. H6- component code. Updated fields: b4, d9, e1- initial reporter name, e2 e3, g3, g6, h2, h3, h6,-type of investigation, investigation findings investigation conclusion and h11. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse replaced the pneumatic module assembly. The unit passed all factory-specified performance and safety indicator tests. The iabp was returned to the customer was ready for clinical use.